Manufacturer narrative:
Result: investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the sleeve coming off with the terumo tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Note: the terumo product used in conjunction with the blood transfer device (btd) and other acquisition products may be incompatible due to the design of the foil closure of the terumo tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the sleeve coming off during use of the terumo tube was observed. Root cause description : based on the investigation, a root cause could not be determined. Although it should be noted that the terumo product used in conjunction with the blood transfer device (btd) and other acquisition products may be incompatible due to the design of the foil closure of the terumo tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter had sleeve issue. There was no report of medical intervention or serious injury.